Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
A customer contacted physio-control to report that their device would not recognize the connection with the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the wire harness-quick combo to therapy pcb cable was not connected to pcb- mounted jack connector, designator j506, on the analog pcb assembly. After reconnecting the connector and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not recognize the connection with the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize the connection with the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no patient use associated with the reported event.